Event description:
Account states they have experienced ongoing issues with drifting sodium results. The following 3 pt sodium results were provided: initial results were 129/132/127 mmoi/l. When repeated the results were 136/138/133 mmoi/l respectively. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepancies.